Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples. Root cause:can not duplicate with retains; unable to determine. Source: phone.